Manufacturer narrative:
(B)(4) 2015, software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic software engineer reported an issue with cranial 2.2.7 software. When the rotate feature is used on an o-arm 1000 imaging system exam, a dialog indicates that the o-arm registration will not be deleted, but other registrations and plans will be deleted. After the rotation is completed, and the system returns to navigate using the o-arm registration, navigation appears that the exam was rotated inaccurately by 90 degrees. Issue discovered during cranial 2.2.7 software testing. There was no patient present when this issue was identified.